Event description:
It was reported that during the pre-use check, the needle hub was found partially deformed, which made the needle cap attached to it too tightly. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04128. The report was submitted in error.